Event description:
A patient reported experiencing inaccurate erratic results with an otp meter. The patient's blood glucose results were 18, 87 mg/dl. Tests were done within 10 minutes with a difference of 61 mg/dl. Patient did not experience any adverse events. No further information has been reported.